Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, that the device yielded no image. This is attributed to the faulty cable unit. Additionally, the rear cover label is faded. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the device would not communicate or do anything. There is no patient involvement and no harm reported to any patient.